Manufacturer narrative:
This report is submitted on march 20, 2024.

Event description:
Per the clinic, the patient experienced poor hearing performance due to decrease in electrodes. Subsequently, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 24, 2024.